Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had a previous revision (MFR report #: 3006630150-2014-01514) wherein one of the suture opened up. The patient had to go to the emergency room (ER) and it was re-sutured and reclosed.

Event description:
A report was received that the patient had a previous revision (MFR report #: 3006630150-2014-01514) wherein one of the suture opened up. The patient had to go to the emergency room (ER) and it was re-sutured and reclosed.

Manufacturer narrative:
Additional information was received that the leads were explanted as well. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a previous revision (MFR report #: 3006630150-2014-01514) wherein one of the suture opened up. The patient had to go to the emergency room (ER) and it was re-sutured and reclosed.